Event description:
Customer was a bedside to do q1 ventilator check when peak insp. Press dropped and peep went to a negative value at 1600. Patient was manual ventilated until ventilator replaced. Supervisor notified. Director of dept and bear field service rep that was in house were notified. Service rep unable to get vent to cycle. Risk manager notified.